Event description:
The oxygen analyzing ability of co's ventilators is out of tolerance due to bad o3 cells. This problem happens frequently, sometimes in a matter of days. The co maintains that if you calibrate the ventilators o7 section too often, the quality of the fuel cells will deteriorate rapidly. This problem has increased in the last year to cause a great deal of concern at this institution.